Manufacturer narrative:
According to the practitioner the implant is lost (loss of osseointegration) after implant has been restored. The implant has been placed in 42 position on (B)(6) 2016 and removed on (B)(6) 2017.

Event description:
Implant fails is lost (loss of osseointegration) after implant has been restored.